Event description:
It was reported that during an unknown procedure, the device leaked. No other information is available at this time. There was no adverse consequence to the patient. No device being returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device being returned.